Event description:
A male patient with a tortuous anatomy underwent aaa repair in 2008. The physician, experienced in zenith procedures, placed the flex leg graft. However, the sheath could not be drawn back due to high resistance. The stent graft could not be deployed. By using more manual force in drawing back the sheath, the valve separated from the sheath (1820334-2008-00693). Another flex leg was placed in the correct position and that sheath also could not be drawn back. When pushing the device into the kinked vessel, the sheath crumpled. An iliac leg graft was placed which worked properly. The patient may need a second intervention due to length of procedure time (over 8 hours) and blood loss, very long anesthesia, and blood pressure problems in the end. Possibly the patient needs a second intervention.

Manufacturer narrative:
Event evaluation: still under investigation.